Event description:
Journal reference: sutherland, suzette, et al. "Sacral nerve stimulation for voiding dysfunction: one institution's 11 year experience", neurourology and urodynamics 26: 19-28 (2007). The article lists information suggesting eight patients being treated with sacral nerve stimulation for a voiding dysfunction experienced an infection of the implantable lead (n=8). Outcome and treatment information involving the eight infection experiences was not provided.